Event description:
Boston scientific crm received info that this product was part of a sys explant due to a pt infection. There was no report of adverse pt effects due to the explant procedure.

Manufacturer narrative:
Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusions: it cannot be determined whether the event was related to device performance, or pt condition.